Event description:
Three maxillary plates placed in this lefort I osteotomy broke, requiring revision surgery. Additionally, there are two 2.0mp positional screws that bent. Everything was removed and the surgeon re-plated with heavier, prebent lefort plates.

Manufacturer narrative:
Na.